Manufacturer narrative:
(B)(4). Concomitant medical products: unknown apollo revision femoral component, unknown apollo articular surface, unknown patellar component. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision arthroplasty approximately 21 years post implantation due to loosening of the tibial component. No additional patient consequences were reported and no additional information is available.

Event description:
No additional information received.

Manufacturer narrative:
Reported event was confirmed by radiograph evaluation which identified signs of loosening and osteolysis around the tibial component. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.